Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a report of scarring was submitted in error. Upon further review of the complaint, it was reported that the skin was 'badly damaged' at the sensor patch site. The patient was evaluated at a hospital, however, there was no documentation of medical intervention. This would not constitute a reportable adverse event. Please disregard the initial MDR for MFR number 3004753838-2020-43261. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Upon sensor insertion, the affected area started itching and lasted until the 10th day of wearing the sensor. The sensor caused a red, rash and damaged skin. The skin reaction left a dark discolored scar and mark in the shape of the sensor patch. The patient contacted their diabetic nurse at his hospital; however, no information was provided specific medical intervention administered. At the time of report, the reaction was still present and the skin was itchy. No additional patient or event information is available.